Event description:
It was reported that an unknown trocar was used during a laparoscopic gastric bypass. Unable to determine at this time if it is a ees, reusable or competitor trocar. The patient suffered a aortic injury. The patient has some serious complications, but it is unknown at this time what they are. It is believed that the patient required a amputation of a lower extremity. Device status is unknown.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.